Event description:
Air bubble sometimes noticed in intravenous line starting at hub below clc 2000 and moving down the line after a flush. Bubble is removed by aspiration. Size is stated to be 0.1cc. No pt injury. Catheter in use was stated to be vgyon single lumen epicutaneo-cava-katheter.